Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the introducer bent and started to "ruffle" at the end. Another kit (PICC) was obtained for use. There was a delay in therapy. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). The customer returned one peel- away sheath dilator assembly. Visual examination of the returned sample revealed that the dilator was returned inserted through the sheath and was protruding from the sheath tip. The peel-away sheath tip is slightly damaged but the dilator tip appears undamaged but has signs of use. Microscopic examination revealed that the sheath tip edge is flared and slightly pushed back creating a bend/fold. This damage results in an uneven/jagged tip edge. Microscopic examination of the dilator revealed that it was used but not damaged. The sheath measured 4.06" in length, which meets specification. The tip inside diameter (ID) could not be accurately measured due to the tip damage. The returned dilator measured 5.12" in length, which meets specification. In addition, a 0.018" long pin was passed through the dilator confirming that it was not blocked. A device history record (DHR) review was performed on the peel away sheath/dilator assembly with no relevant findings. The IFU provided with the kit details insertion techniques for the sheath/dilator assembly. The IFU directs the user to pre-dilate the puncture site if necessary. It was not reported if this was done. Other remarks: the report that the sheath tip bent and started to ruffle during insertion was confirmed by evaluation of the returned sample. One side of the sheath tip was found to be slightly pushed back. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the introducer bent and started to "ruffle" at the end. Another kit (PICC) was obtained for use. There was a delay in therapy. No patient injury or complications reported.